Event description:
Wire became caught on the end of the support catheter and fractured a piece of the wire inside the tibial artery. Provider believed more damage would be done trying to get the piece of wire out. Wire was left in place with normal flow around it.